Event description:
A cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported similar alarms with the pump. Technical support assisted the caller in loading a new cartridge correctly. The customer successfully resolved the issue by loading a cartridge and resuming insulin therapy before contacting tandem, thus resolving the problem. Lot number for the cartridge was unavailable.